Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure the patient was admitted to the hospital and diagnosed with a cerebral vascular accident. Imaging showed that the patient had an atrial septal defect that was present from the laa closure procedure. The patient remained hospitalized due to decompensated chronic heart failure. At an unknown time the patient died due to respiratory failure as a result of the cerebral vascular accident.